Event description:
It was reported that patient pocket incision was not fully closed. It was noted that patient had an infection and there was no obvious infection or with microbio testing. The patient underwent an explant procedure where all devices was removed and will not be return per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7081664 additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 592828.